Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, it was reported that the ¿revision was performed due to loosening of the knee because of the poly size¿. The patient impact beyond the reported loosening and revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to loosening of the knee because of the poly size. The poly was exchanged.